Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which led to pacing inhibition as the lead was found to be fractured. Moreover, the lead also exhibited high impedance measurements and r waves was very sporadic and many times the r waves were not able to be measured. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).